Event description:
A malfunction alarm was reported with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump, which successfully resolved the issue, and the customer was advised to continue using the pump while contacting support if the issue recurred.